Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: an unspecified mentor smooth 330cc breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor smooth 330cc breast implant and experienced left side deflation. As a result, the patient will undergo removal on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, mentor became aware that the affected device was mentor smooth round high profile 330cc, catalog number 3503330 and lot 5595620 . A manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformance related to the reported complaint condition were identified. On (B)(6) 2020, during visual inspection of the device, no apparent damage could be observed. Leak testing revealed a tear on anterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/29/2020, it was reported to mentor that the replacement devices were mentor smooth round moderate plus profile 350cc. Manufacturer¿s reference number: (B)(4).